Event description:
It was reported that 20 toxic level - high cobalt level. Let knee pain, even prior to surgery. Going to see surgeon tomorrow to set revision date. Will be getting MRI. Also has right hip from stryker that he loves, no issues with right hip.

Manufacturer narrative:
The pt is (B)(6). It was indicated that the device is not available for evaluation, as it is still implanted. Additional info has been requested and if received, will be provided an a supplemental report.